Manufacturer narrative:
.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance (>=10000 ohms). The patient's device was tested again on (B)(6) 2014 and system diagnostics returned impedance within normal levels. No patient adverse events were reported. It was reported that the lead was replaced in (B)(6) 2014. The explanted lead has not been returned to the manufacturer to date.

Manufacturer narrative:
Date of implant; corrected data: the previously submitted MDR inadvertently provided the wrong implant date of the suspect device for the event.